Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It is reported that the needle on the suspect device failed to retract when the button was pushed. This defect occurred with two devices and no injury was reported.

Manufacturer narrative:
Correction from initial MDR: date received by manufacturer 10/26/2016. Device evaluation: result - a sample was not returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6221705. This lot was manufactured between 16aug162016 and 18aug2016. Conclusion - a sample was not received for investigation, therefore an absolute root cause could not be determined. Without a sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.